Event description:
It was reported that vessel dissection occurred. The patient was undergoing percutaneous transluminal coronary angioplasty. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00 x 20mm synergy xd drug-eluting stent (des) was deployed; however, a proximal edge dissection was observed. The dissection was further described as type c and flow limiting. A new synergy xd des was then used to cover the dissection. No further complications were reported, and the patient condition was stable post-procedure.